Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was giving non recoverable fault 40084 followed by 40067. The customer hard power cycled the system and reconnected fiber connections, but the issue persisted. An isi technical support engineer (tse) reviewed system logs and found armnet 1 had issues and the system was not allowing to manually disable the arm. The procedure was converted to open surgery with no report of patient injury. An isi followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the reported issue occurred prior to start pre anesthesia and ports were not placed. The system had repeated non recoverable fault. The customer tried hard power cycle and manually disabling arm net 1. The procedure was converted to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the distal set up joint (suj), universal surgical manipulator (usm) and universal motion controller (umc). The fse completed the system programming and configuration. The system was tested and verified as ready for use. Isi has requested the distal suj involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. Isi has requested the usm involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. Isi has requested the umc involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed armnet 1 had issues related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date 01-oct-2022 on system sk0530. This complaint is considered a reportable malfunction due to the following conclusion: the customer converted to open surgery due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal motion controller (umc) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. The universal (unit) controller card (ucc) and umc were installed and tested on the pca test system. The system started up without any error. The image is good and the audio is loud and clear. All the gantry motors were moved the full range of motion without any error. The system ran 150 times power cycles with this board, all passed. Both boards remained on the test system for 20 hours in normal operation, they performed without any issue. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. The usm generated error 282 error in normal mode. Further investigation showed the axes controller, carriage rfid (accr) pod assembly fiber cable (ffc) not fully secured (black locking tab not fully inserted on one side) which potentially cause the recognition issue from the field. The usm passed the instrument engagement dashboard but failed carriage switch test (rfid issue) on the psc fixture test platform (pftp). As a fix to the reported problem, the accr pod assembly will be replaced. Accl board will be replaced as precaution (due to connector locking tab). Note: accr pod assembly replacement included in carriage assembly upgrade. Sign of fluid intrusion on carriage main block, all carriage gearboxes had surface rust/contamination, long and short presence pins will also be replaced to accommodate the repair/upgrade. The removed carriage will be reworked in the carriage rework cell.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation reproduced the customer reported complaint. The unit was installed on the system and errors 40084 and 40067 were triggered. The unit was tested on the patient side cart (psc) fixture test platform (pftp) machine and passed all tests. A noise from the motor module and harmonic drive was observed during the test. As a fix, the motor module and harmonic drive will be replaced to address this issue.

Event description:
Refer to h10/h11 for follow-up information.